Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for normal generator replacement. During procedure, the right atrial lead was connected to the new device and exhibited loss of capture and low impedance. The lead appeared to be fully inserted and passed the tug test. The lead was detached and reinserted several attempts but the same issue resulted. The lead was reprogrammed and remained implanted. The patient was in stable condition post operation.